Manufacturer narrative:
Based on the information provided, the cause of the reported death cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. The da vinci system was not docked or used on the patient so there are no system or instrument logs available for review. No images or videos were obtained of this reported event. This event is being reported due to the following conclusion: it was reported that during a da vinci-assisted cholecystectomy procedure, the aorta was damaged while a trocar was being placed. The procedure was converted to open, but the patient ultimately expired.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the aorta was damaged while a trocar was being placed. The procedure was reportedly converted to open and the patient was in the ICU later that day recovering. However, the next day it was reported that the patient had expired. An intuitive surgical inc. (Isi) clinical sales associate (csa), who was present during this procedure, was contacted and additional information was obtained about the complaint: the surgeon was new to this hospital, but an experienced da vinci surgeon. The surgeon of this procedure had a surgeon from the hospital proctoring this case as the hospital requires all new surgeons to be proctored. The surgeon of this procedure was about to place their first trocar of the procedure. The proctor suggested placing a 5mm trocar with a laparoscopic camera to start, but the surgeon of the procedure placed a 12mm trocar at midline for the initial trocar entry. The 12mm trocar was not a da vinci brand trocar, but the surgeon did use a da vinci endoscope in the trocar to visualize their entry. The surgeon placed this 12mm trocar, noticed some bleeding, but continued and began insufflation. The surgeon placed another trocar and noticed the bleeding was increasing and converted the procedure to open. The csa left the room at this point. The csa said the da vinci system was never docked while he was present and the patient was opened due to the bleeding when he left the room. The isi executive sales representative (esr) was informed via text by the hospital or manager that the patient was recovering in the ICU later on the day of the procedure. In an additional communication by the site or manager, the esr was told that the patient had expired. The isi esr was contacted and additional information was obtained about the complaint: the surgeon of this procedure has been performing procedures since this event occurred. The surgeon told the esr that they thought this was a ¿freak accident¿ but no other discussion was had. The esr was told by people in the recovery ward that the aorta was damaged and the bleeding could not be controlled, so the aorta was clamped to stop the blood flow. The patient was taken to the ICU and later expired, the same day that this event occurred. Isi has attempted to obtain additional information from the surgeon of this procedure. However, as of the date of this report, no further details have been received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A medical review of the event information was performed by an intuitive surgical, inc. (Isi) medical safety officer (mso) and the following information was provided: based upon the information in the description of events, while gaining access to the abdominal cavity for a da vinci-assisted cholecystectomy, the aorta was injured during initial placement of a 12 mm third party trocar using a direct visual access technique. According to the society of laparoscopic & robotic surgeons article entitled, ¿laparoscopic trocar complications,¿ by ronald a. Rhodes, md, facs, https://sls.org/the-3rd-edition-prevention-management/chapter-10/, major vascular injury rates during initial entry are between 0.05% and 0.5%. The most common sites of injury are the iliac vein, greater omental vessels, inferior vena cava, aorta, pelvic and superior mesenteric veins, and lumbar veins.